Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.812.001; lot: l197574; manufacturing site: (B)(4); release to warehouse date: march 31, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Summary of the manufacturing evaluation: the visual inspection of returned complaint instrument 03.812.001 applicator outer shaft is in a used condition. Brown residues were found at the thread of the instrument. The area of the fork, the top of the instrument, shows marks of damage and deformation. The deformation of the material indicates strong force exerted by the use of the instrument. The flow 2 ¿device interaction/functional¿ was selected according to the complaint description. The function test was executed according the valid inspection sheet and passed all the tests. It was noticed during the functional test, that the debris or brown colored organic residues came off where the applicator knob are assembled with the applicator outer shaft. It can be assumed that the instrument has not been properly cleaned during reprocessing. During the manufacturing investigation, all relevant and significant characteristics were checked, and the article passed the functional test. In accordance to the test results of 03.812.001/ applicat out shaft, can be assumed that the stiffness of the instrument (one seized and not usable) is not the cause of malfunction. No manufacturing related issue was identified and/or confirmed. The complaint condition of jammed/seized is unconfirmed as this applicator outer shaft was functional as required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown procedure, two applicator knobs were noted to be stiff (one seized and not usable) and looked rusted around the integrated button on one applicator knob. The team was not happy to continue using the set moving forward unless both complete handles including two applicator out shafts were replaced in case, these were also stiff causing the problem. The t-pal large trial implant was broken, and the ball tip was within the applicator knob. The t-pal items were used although it was tough to do so. The procedure was completed successfully with a surgical delay of five minutes due to the reported event. There was no patient consequence. Patient outcome was reported as stable after the procedure. This report is for one (1) t-pal spacer applicator handle. This is report 1 of 5 for (B)(4).